Event description:
Reporter indicated a programming anomaly occurred. The patient's generator was found programmed unexpectedly to 60 minutes off time at an office visit. The patient had been at these settings for approximately one week. The patient was reprogrammed and no further problems have been indicated by the site. There were no adverse events related to the programming anomaly.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.